Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported a box of tampons where the strings separated from the tampons prior to use. The consumer did not use the affected product.